Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for 1 patient sample and questionable sodium and potassium results for 1 patient sample on a cobas 8000 cobas ise module. Patient a: the initial sodium result was 117.9 mmol/l and the repeated result was 142.3 mmol/l. Patient b: the initial sodium result was 75 mmol/l and the repeated result was 137.3 mmol/l. The initial potassium result was 2.66 mmol/l and the repeated result was 5.25 mmol/l. The results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
Due to the lack of data provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The evaluation conclusion code was updated.